Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited myopotential oversensing. Programming changes were successfully implemented. There were no patient consequences.